Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg insert 36mm; cat# 623-00-36d; lot# d88pvt v40 cocr lfit head 36mm/0; cat# 6260-9-136 ; lot# mk50x3 size 4 accolade ii 127 deg; cat# 6721-0435; lot# 50868207 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate 12 devices were manufactured and accepted into final stock on (B)(6) 2012 with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient called regarding primary right hip surgery which was anteriorly implanted. Suffers from uti, more pain than prior to surgery, use of a walker with wheels, unbalanced, dysplasia, unable to walk for long periods, sitting issue, falling. Did obtain second opinion from surgeon. Had an MRI, not on medications or otc's. No feeling in hip. Says this is debilitating and quality of life is diminishing and would like to walk again.